Event description:
It was reported that the safety lever of the system 7 reciprocating saw was sticking, which was causing run on during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of run on was confirmed. Widespread internal corrosion was found which caused the safety bar and trigger to stick. This was the root cause of the reported event.